Event description:
A complaint was reported by a caller from norway regarding an issue with a rapid drop in the indicated battery charge of their device, which fell by 40% in a short time, leading to an unexpected shutdown. There was no adverse impact on the customer's blood glucose level. Technical support provided a pump reset and confirmed the pump would be replaced under warranty. The customer was instructed to put the pump into storage mode and return it with a prepaid label within 10 days, while continuing to use the current pump for insulin delivery until the replacement arrived.